Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via call that reservoir had air bubbles. Customer¿s blood glucose level was unknown at the time of incident. Approximate size of air bubbles was small. The reservoir will not be returned for analysis.